Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of a pediloc plating system, a screw was found to be backed out. The surgeon reported that the screw migrated due to patient's spastic contractions and a lack of support or casting following the procedure. The patient underwent a revision procedure. No additional patient consequences were reported.

Manufacturer narrative:
Correction: reference: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.